Manufacturer narrative:
Additional narrative: (B)(6). Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the action taken as activity exchange replacement. During the pre-repair diagnostic assessment the service technician identified the failure code as general worn-out. The service technician identified the probable root cause as normal wear. The device has not been in for repair recently, so there is no recurrent issue. The reported and confirmed issue has been assessed as low risk based on the results of this investigation. The investigation results suggest no need for further corrective action. The complaint will be monitored through trending. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the battery casing when in use (drilling) and held in a different position other than the correct position, does not function. They used a spare device that was available. No operational delays. Patient not affected. This is report 1 of 1 for complaint (B)(4).